Manufacturer narrative:
We received one 139hf75p catheter with attached monoject 1.5cc limited volume syringe for examination. The reported event of "the balloon of this swan ganz catheter was leaking" was confirmed. The balloon was received pulled off the tip of the catheter. Examination of the catheter tip found adhesive residue at the balloon bond sites. The latex was placed back on the catheter tip and no latex was found to be missing. All through lumens were patent without any leakage or occlusion. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon of this swan ganz catheter was leaking. Per further follow up it was later indicated that although it was initially reported that the swan ganz catheter balloon was leaking before use, the physician now indicated that the balloon was ruptured, during use in patient, while withdrawing the swan-ganz catheter. There was no allegation of patient injury. Device was available for evaluation.